Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 11-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient reported headaches during pump refill. Intervention included a catheter blood patch on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was headaches. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related (surgery/anesthesia). The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving fentanyl 1000 mcg for a total dose of 99.93855 mcg/day and bupivacaine 10 mg for a total dose of 0.99939 mg/day. No further complications were reported/anticipated.